Event description:
Patient reported the wcd is alerting the patient to " plug in therapy cable" despite being plugged in already and additional service error code. Attempted troubleshooting but was unable to resolve the issue. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.